Manufacturer narrative:
Please disregard the previous submission. Additional information was obtained that the values were not wandering or inaccurate but rather it was a sensor intensity error message with the arterial blood parameter monitor (bpm).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the values from the blood parameter monitor (bpm) seemed to wander and fluctuate and did not seem to be correct. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review, during a cpb procedure sometime before (B)(6) 2019, the perfusion team was concerned that their partial pressure of carbon dioxide (pco2) value was out of range and inaccurate. The team runs the prime through their shunt sensor prior to going on bypass without knowing what the potential hydrogen (ph) of their prime solution is. Secondarily, the team does not calibrate the shunt sensors with the calibrator and calibration gases. The discussion occurred regarding the difference between previous calibration and factor defaults, the need for calibration, and the need to isolate the shunt from the prime solution if the ph of the solution was unknown. During this procedure the team did not exchange the unit for another bpm. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss associated with the occurrence.